Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customers blood glucose level was 100 mg/dl. The customer declined further assistance from tandem technical support regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.